Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, removal of the stent delivery system revealed that the stent had separated. Retrieval attempts were unsuccessful . The cardiac intervention was unsuccessful and the pt was sent to surgery. The separated stent was not retrieved, but believed to be in the periphery. The pt tolerated the procedures well and was discharged to home at this time.